Event description:
Customer responded to 78 year old female pt complaining of chest pains. Defibrillator connected to pt and displayed pads not attached. Backup unit connected to pt indicated pt to be in asytole condition. Pt expired. Svc rep duplicated reported condition. Device was repaired and proper operation confirmed.